Event description:
A patient visited patient's physician in 1998 because of pain, nausea, and because patient's menstrual periods had not resumed since a termination of pregnancy earlier in 1998. Allegedly, axsym bhcg testing was performed which generated "elevated positive results". The patient received injections of methotrexate chemotherapy during a 2 month period in 1998. Apparently, patient's bhcg levels remained elevated. The pt received additional methotrexate chemotherapy during a 2 month period in 1999. Apparently, patient's bhcg levels remained elevated. The pt then received chemotherapy with repeated doses of actinomycin-d. Apparently, patient's bhcg levels remained elevated and pt underwent a total abdominal hysterectomy later in 1999. Following hysterectomy, the patient's blood was tested using a stratus bhcg immunoassay method and the bhcg level was zero.